Manufacturer narrative:
Pentax medical issued (B)(4) for the device to be returned for further evaluation. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope model eg-2990i. In the event reported, the user stated that the device have no air from the processor. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the lg prong corroded. Based on the result, we concluded that it was caused due to the excessive force applied on the lg prong. In addition, we confirmed that the air nozzle clogged. Correction information: h6: coding changed based on the investigation result.